Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 3 of the bd micro-fine¿ pro pen needles 32g x 4mm did not prime the drug solution. The following information was provided by the initial reporter, translated from japanese to english: a patient directly called cs to report that the drug solution does not come out upon priming.

Event description:
It was reported that 3 of the bd micro-fine¿ pro pen needles 32g x 4mm did not prime the drug solution. The following information was provided by the initial reporter, translated from japanese to english: a patient directly called cs to report that the drug solution does not come out upon priming.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h10.